Event description:
Additional information was received that the site's handheld computer was working properly and it would not be returned for analysis. No further details provided.

Event description:
It was reported by a neurologist that his programming handheld was no longer working due to unknown reason. At the moment, good faith attempts to obtain further information regarding the event have been unsuccessful to date.